Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. An exterior visual inspection of the returned cycler showed no sign of physical damage. Valve actuation test and system air leak test passed. During the simulated treatment a "hb make sure hb is on ht tray and unclamped" alarm was encountered. The failure was due to a fluid intrusion which clogged a filter (hp1, hp3). The filter hp1 was replaced with a clean filter and testing was continued. The simulated treatment was performed and completely without failures. Mushroom head check passed. Glucose test failed. There were visual indications of dried fluid within the cassette compartment. No burrs or sharps were noted in the cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. No issues were noted that may have attributed to the reported issue.

Event description:
A peritoneal dialysis (pd) patient called during drain 1 of 700 expected 1600ml with a drain complication, and stated he had been connected for about 4 hours and was still on drain 1. The patient stated he had been having drain alarm issues for the past three days. The patient requested for a replacement machine and confirmed there was no issue with overfill and no injury occurred. The pd patient stated when he went to remove the cycler from the liberty cycler cart he noticed there was a lot of fluid underneath the cycler. He then examined the cassette area and noted some moisture in the cassette area as well. The patient stated no actual fluid leak was noted from any cassette or cycler during or after treatment, and it was unknown when the fluid leak occurred and he was not requested to come into the clinic for any prophylactic medication. The patient stated he was able to complete prior peritoneal dialysis treatments using the cycler and reverted continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. A replacement cycler was delivered and the patient able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler.

Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called during drain 1 of 700 expected 1600ml with a drain complication, and stated he had been connected for about 4 hours and was still on drain 1. The patient stated he had been having drain alarm issues for the past three days. The patient requested for a replacement machine and confirmed there was no issue with overfill and no injury occurred. The pd patient stated when he went to remove the cycler from the liberty cycler cart he noticed there was a lot of fluid underneath the cycler. He then examined the cassette area and noted some moisture in the cassette area as well. The patient stated no actual fluid leak was noted from any cassette or cycler during or after treatment, and it was unknown when the fluid leak occurred and he was not requested to come into the clinic for any prophylactic medication. The patient stated he was able to complete prior peritoneal dialysis treatments using the cycler and reverted continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment pending delivery of the replacement cycler. A replacement cycler was delivered and the patient able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the new cycler.